Event description:
45 y/o female with dinamap blood pressure cuff to left upper arm to monitor while titrating tridel c/o discomfort to arm, cuff removed - cuff outline found on arm , no swelling some redness. Dinamap returned to pts arm & used manually. Ptient on blood thinners. Arm later became red/bruised & swollen.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.